Event description:
It was reported that blood leakage was observed from optical module connector. It was reported that it is possible that the catheter tip was damaged during surgery.

Manufacturer narrative:
Customer report was confirmed. The catheter body was examined and found to have what appears to be 4 scrapes at 12cm from the tip. The damage enters the distal lumen and optical lumen, inflation lumen at that location.